Manufacturer narrative:
D4: the device lot number was not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the patient had a pump stop that was attributed to being on a grounded cable, however it was noted that the patient had a history of a suspected short to shield and was connected to a power module on a grounded cable. The patient was switched to an ungrounded cable. Log files were submitted for review and captured the reported low speed/pump off event on (B)(6)2025 at 07:33 while using a grounded patient cable.

Manufacturer narrative:
Section e3 correction manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop and low speed events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 21dec2024 ¿ 13feb2025. The file captured several low-speed events and a pump stop on 13feb2025 occurring between 07:33:01 - 07:33:07 while the patient was operating on the power module. These events were associated with low speed and low flow hazard alarms, as well as an elevation in pump power. Based on previous complaint history, the abnormal pump operation appears consistent with a potential driveline wire compromise. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.